Event description:
Customer reported that a patient sample containing anti-c did not react with cell #5 of 0.8% resolve panel a lot 8ra182. Cell #5 is heterozygous for c antigen. No death or serious injury was associated with this incident.